Manufacturer narrative:
In telephone contact, it was informed that the dentist did not haveinformation about lot number of the product. The investigation of thecomplaint was carried out considering the analysis of the informationgiven by the dentist in the guarantee form and visual conference of theproduct returned by the dentist.

Event description:
(B)(4) - the dentist reported that decided to remove the dental implant due to a problem to install the abutment. Moreover, 45n.cm of primary stability was achieved, the patient presented bone type iii and immediate load procedure was done.